Event description:
Additional information indicated the patient still had stimulation in the wrong location and a follow up appointment was scheduled for (B)(6) 2015 after which the physician would plan the revision.

Event description:
It was reported that following some sort of trauma, the lead on the right side migrated. The patient experience stimulation in the wrong location and felt stimulation in the neck even after reprogramming. X-rays were taken. A lead revision was planned, but no date was given.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).